Event description:
In 2008, the patient reported elevated blood glucose readings up to 497 mg/dl over the last week with her normal range being 180-200 mg/dl. Symptoms are thirst and frequent urination and she was treated her readings by bolusing insulin through her infusion device. She stated, she has received recurring occlusion messages on her infusion device. During troubleshooting, the patient removed her infusion headset and confirmed it was not kinked. She stated, she has hard areas of scar tissue. The patient inserted a new headset in her abdomen 2 inches from her previous site and the tubing occluded. The patient was instructed to change her tubing and bolus which she did without error. Site selection and management were discussed with the patient, and it was suggested she try an infusion set with a longer cannula. Courtesy infusion sets with a longer cannula and a guide to site management were sent to the patient. The patient was instructed to check that her insulin was clear, and she said it looked "slimy" and "not clear like water." She stated the insulin may have been exposed to extreme temperatures. The patient was advised to get a new vial of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.